Event description:
Physician attempted to deliver the silverhawk ss+ to the distal left posterior tibial artery. The ss+ would not cross the diseased area. The physician started to pull the device out and felt resistance. The physician visualized the catheter under xray and identified a prolapse or "loop" in the wire around the tip of the catheter. The physician attempted to improve wire position by pushing forward and alternately pulling back on the wire with no success. He elected to pull the wire and ss+ out as one unit but could not fit the device through the 7f cook sheath. The scrub tech then cut the proximal hub of the ss+ catheter to remove the sheath leaving the ss+ and nitrex wire in the right common femoral while holding pressure. The physician then slowly removed the catheter and wire without injury to the vessel. Pressure was held on the groin protocol and the procedure was complete. Please reference MDR 2183870-2015-00053 for the silverhawk used in the procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: as received, the specimen presents an overall length of 300.05cm, a finished coil length of 4.65cm/1.83", a shaft diameter of .01305" to .01310", and a finished coil diameter of .01350" to .01355". The tip presents a 14.60 tail angle with a 0.154" tail length. A gage bushing certified to be .0140" was passed over the length of the device without issue. The specimen presents a large radius bend located 1.00 to 3.02cm from the distal tip and a kink located 73.7 to 73.8cm from the distal tip. Dried blood-like material is present between the coil wraps.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.